Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer representative reported via phone call that the doctor took the customer off the insulin pump due to her passing out and having a low blood glucose level. Customer has been in and out of the hospital. Customer was admitted on wednesday and got out on thursday. Customer was admitted again on friday and released on saturday. Customer's husband had found her in the living room and customer was out of it.